Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The following fields were corrected: e1 "telephone" as the information was available at the time the initial report was submitted and the h6 medical device problem code. Based on the results of the investigation, it is likely that the scope error occurred due to circuit board failure of scope connector resulting from water invasion. However, a definitive root cause could not be established. The user can detect the event appropriately by handling the device according to the following IFU (operation manual) "chapter 3.8 inspection of the endoscopic system" caution for performing leakage test was written in IFU (operation manual) as below. Perform the leakage test caution ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, customer allegation was not confirmed. There were few additional findings. Angulation in the upward direction and gap of up/down knob was out of standard value due to worn out angle-wire. Liquid leakage was noted due to deformation of right/left knob and up/down knob. The light guide (lg) bundle was damaged. There was crease at the charge coupled device (ccd) lens. The lg lens was broken. The adhesive part of bending section cover was broken. There was noise at the screen due to deformation of electrical connector. Error e216 occurred. No image was displayed. There was fluid inside electrical connector. Shadow appeared on the screen due to the crease of ccd lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the colonovideoscope displayed an e315 (no image) scope error. The issue was noticed during preparation for use for an unknown procedure. When the same scope was connected to another system, the error was displayed again. When a different scope was connected to the same system, the error did not occur. There were no reports of patient harm associated with the event.